Manufacturer narrative:
This device is being phased out in the global market. Service parts are no longer available.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the blood parameter monitor (bpm) was not working. The customer does not trust any of the values. The sat read was very inaccurate. As a result, an alternate device was employed. The surgical procedure was completed successfully, and ther were no delays, no blood loss or no adverse consequences to the pt.